Manufacturer narrative:
(B)(4). Reported event was confirmed through radiograph review. Radiographs identified the following: four views of the right humerus demonstrate a plate and screw fixation device traversing a comminuted fracture of the mid diaphysis. Final two images demonstrate fractured plate along the mid aspect of the level of the fracture site. Incomplete healing of a comminuted fracture of the mid diaphysis likely led to the hardware failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the case information by a health care professional indicated the standard of care for this type of fracture would be a 4.5mm plate, but a 3.5mm plate was used in this case. However, with the information provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). G2: china. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : will not be returned.

Event description:
It was reported that the patient had a revision on an unknown date due to a plate fracture. Attempts have been made and there is no further information at this time.